Event description:
In march 2000, a patient experienced a reaction after receiving endodontic treatment in which sealapex was used. The product was alleged to have been 12 months past its expiration date. The patient's cheeks swelled up and eventually a tooth was extracted.